Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the user may have used the radiofrequency ablation endo therapy accessories without fully protruding them from the end of the endoscope. The is detectable and preventable by handling device in accordance with the following instructions for use (IFU): 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the plastic distal end cover on the bronchovideoscope was burnt. There was no patient involvement.